Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported via user facility medwatch mw5074574 that it had been discovered that the hydrophilic portion of the pt2 light support 185 cm straight guidewire had broken off and the foreign body was retained. Due to a medical condition, the patient was not a candidate for surgical intervention. However, the wire was visualized as being trapped behind two layers of stent struts. An interventional cardiologist re-crossed the stent strut and performed a kissing balloon angioplasty to further compress the stent strut into the retained portion of the wire to prevent embolization.